Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: 25jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the "high tidal volume" alarm sounded while the unit was in patient use and the v60 ventilator stopped operating then the screen went black and the airflow stopped. The nurse manually ventilated the patient and placed the patient on another v60 ventilator. No patient harm.

Manufacturer narrative:
(B)(6) 2019 (B)(6) 2019 the philips japan technician performed run-in test and the customer reported malfunction was not duplicated. Diagnostic code 1009 was confirmed in the diagnostic report. The ventilator was checked overall, cleaned, run-in tested and functionally tested and no abnormalities were found. The ventilator circuit system used during the incident was a covidien brand circuit, water trap, filter. The v60 user manual lists the approved ventilator circuits, parts, accessories for the v60 ventilator however the covidien brand is not on the approved list. For optimal ventilator performance, only the recommended parts, circuits, accessories, masks listed in the v60 user manual should be used with the v60 ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.